Manufacturer narrative:
The graft lot 24c129-005 was not received for evaluation. The issue was not able to be confirmed. Additional information including patient and specific procedure details was requested but has not been received to date. The lemaitre clinical advisor reviewed the information available but was unable to draw any conclusions due to the lack of information. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to this issue. A review of the DHR was performed with no issues being noted for batch 24c129, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. Grafts are designed to meet specifications of iso 7198 testing. Baseline water permeability of grafts is established through baseline testing to ensure cellular infiltration will allow incorporation with native tissue at the anastomosis site. Wall thickness specifications are also established using 7198 to ensure adequate connection with native tissue. Every graft undergoes 100% pressure testing. During pressure testing, grafts are inspected for (wall ballooning) or fiber separation. The issue was not able to be confirmed. No definitive root cause was identified. The graft was successfully implanted after being repaired. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
Artegraft with pseudoaneurysm had to be repaired. Doctor used xenosure patch to repair. The graft was implanted on (B)(6) 2025 after successful repair.